Manufacturer narrative:
(B)(4). Method: the complaint rt329 infant continuous flow breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. The heaterwire in the inspiratory tube was electrical resistance tested using a calibrated multimeter. Results: no physical damage was observed to the returned breathing circuit. The heaterwire position was also correct. The electrical resistance test result was all within specification. A lot check revealed no other complaints of this nature for lot number 141024. Conclusion: we are unable to determine what may have caused the problem experienced by the healthcare facility as no fault was found with the returned rt329 infant breathing circuit. However, it is possible that the reported fault was influenced by environmental conditions. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. Our user instructions indicate in pictorial format the correct set-up and proper use of rt329 infant continuous flow breathing circuit, and state the following: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Patient monitoring is recommended." "Set appropriate ventilator alarms." "When mouting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient."

Event description:
A healthcare facility in (B)(6) reported that condensation was observed in the rt329 infant continuous flow breathing circuit during use on a patient. No patient harm was reported as a result of this incident.